Event description:
Issue reported to abbvie employee ((B)(6)) regarding recurring incident of high pressure alarms during oncology therapy with smiths medical cadd legacy infusion pump (model 6500, s/n (B)(4)). The pump is in the same product family as the smiths medical pump used for abbvie's duopa product, so I was concerned about the similarity of the frequency of high pressure alarm incidence in this patient's experience to the documented issues of unexpected high pressure alarms with the duopa product. I called in an adverse event report to abbvie on (B)(6) 2017 around 9:00 pm. I attempted to call in an adverse event report to smiths as well, but was unable to leave a message. Patient's therapy was interrupted multiple times due to false-positive high pressure alarms that interrupted delivery of critical chemotherapy drugs. The interruption was so significant that the oncologist had to switch to a different therapy. When the patient called the company, she was told that the issues were the fault of the physician or nurse. From the account given to me by the patient, and from my 10 plus years in infusion pump r and d, I'm very confident that the issue is related to a deficiency in the manufacturer's quality that is, in turn, related to the high pressure alarms that have been reported to abbvie for the duopa product. Although it may be a different issue from the high pressure alarms that abbvie has encountered with a significantly similar smith's medical cadd legacy pump, it seems eerily familiar. I reported an event to abbvie on (B)(6) 2017. I attempted to report the event to smith's medical on (B)(6) 2017, but it was "after hours" and there was no means to leave a message. I will be following up with the oncologist to find out how pervasive this issue is. From the patient's account, she was not the only one in that clinic who was impacted by delay of critical therapy. I am happy to answer any FDA questions regarding this incident and any related incidents. Feel free to call me at (B)(6) for more info.